Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. During functional testing, the reported issue was not confirmed/replicated. There was no air alarm. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action was taken since the complaint was not confirmed/duplicated.

Event description:
It was reported that ¿service - alarms air ". There was unknown patient involvement and unknown patient harm/adverse event reported. No further information can be provided.